Manufacturer narrative:
During a total knee procedure, the surgeon was rocking the blade inside the body cavity and the blade broke. The piece of blade was retrieved from the surgical site without further incident. There was no injury or need for further intervention as a result of this incident. We were informed that the facility bends and twists the tips prior to and during use. The pieces of the cautery blade were returned along with two unused blades. We were unable to replicate the issue with the unused blades. A root cause has not been determined for this incident.

Event description:
The surgical blade broke during use and the piece was retrieved from the surgical site.